Event description:
A facility reported blood glucose results of 330 mg/dl with a lifescan meter and 214 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on the tests, the facility was unable/unwilling to answer if the patient received any treatment after the use of the lfs meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.